Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip becoming stuck in the pulmonary vein or left atrial appendage occluder. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted that visualization of the clip was poor due to the image quality and the patient¿s rotated heart. While steering the clip delivery system (cds) down to the valve, it got stuck either in the pulmonary vein or left atrial appendage (laa) occluder. Troubleshooting was performed and the clip was freed; however, it was noted afterwards that the m knob had a lot of resistance. The cds was removed from the patient and exchanged. The procedure continued with one clip implanted, reducing the final mr to a grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The return device analysis was unable to confirm the reported resistance in the m knob. The reported clip becoming stuck in the pulmonary vein or left atrial appendage (laa) occluder could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. The reported poor image quality could not be replicated in a testing environment as it was related to procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaint reported from this lot. Based on available information, a cause for the reported resistance in the m knob could not be determined. The reported clip becoming stuck in the pulmonary vein or laa occluder appear to be due to reported challenging patient anatomy in conjunction with reported poor imaging. The reported poor imaging was due to challenging patient anatomy. There is no indication of product issue with respect to manufacture, design or labeling.